Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads showed over sensing on presenting rhythm and stored episodes, at the ra channel. Also, an increase in rv threshold was noted. The system remains in service. According to the field representative no corrective actions were taken and the patient will be monitored closely. No adverse patient effects were reported.